Event description:
The nurse stated that she went into room (B) (6) and found the patient lying on the floor next to his bed. The nurse alleged the patient was not injured.

Manufacturer narrative:
The technician investigated and found the bed exit system was not set.